Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage) and worsening mr, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of tissue damage and worsening mr appear to be a result of procedural conditions, as the tear likely occurred due to grasping too much of the leaflet tissue and the increased mr was likely a secondary effect of the tear. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet tear resulting in increased mitral regurgitation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was implanted, reducing the mr to 2+. The second clip delivery system (cds) was advanced to the mitral valve for treatment of a medial jet. During grasping, the clip tore the leaflet and the mr increased to 4+. It was confirmed that grasping was not difficult, but the tear possibly occurred due to grasping too much of the leaflet tissue. The second cds was removed and the clip was not implanted. Surgery was called, but no surgery was performed. The patient was stable post procedure. No additional information was provided.